Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Corrections to the initial report: b5, d5. H6: correction from "2199 - no health consequences or impact" to "2645 - no patient involvement" g3: correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 12nov2024. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image issue was due to corrosion of the ultrasonic connector. However, the root cause for the corrosion could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the ultrasonic images were not coming out. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the subject device had no image. The procedure was completed using a similar device. The issue occurred, during an unspecified procedure. There were no reports of patient or user harm associated with this event.